Event description:
Follow-up report for 3005031160-2019-00039.

Manufacturer narrative:
This is a follow-up MDR for 3005031160-2019-00039. The device was returned for complaint assessment. The cutting portion of the right-angled curette was fractured distal to the right angle of the instrument shaft. The shaft of the right-angle curette was bent out of alignment with the instrument handle. A DHR review was performed and there were no manufacturing anomalies identified. The device met all required specifications prior to being initially released to distributable inventory. If the right-angle curette was rotated with excessive force it may result in the cutting portion at the distal end of the instrument fracturing. The right-angle curette is used to decorticate the joint space between the iliac and sacrum. If the distal portion of the right-angle curette is not appropriately positioned in the sacroiliac joint prior to rotating the instrument, it can cause excessive force to the tip of the instrument resulting in a fracture.

Manufacturer narrative:
On (B)(6) 2019, a complainant submitted a report of an event in which a right-angle curette was broken during a surgical procedure on (B)(6) 2019. The fractured portion of the curette was not recovered. There were no other reported complications. The complainant indicated that the patient is doing fine. The complainant provided minimal details regarding the event. Requests for information have been sent to the complainant for further detail. A follow-up MDR will be submitted following receipt of additional information.

Event description:
On (B)(6) 2019, a complainant submitted a report of an event in which a right-angle curette was broken during a surgical procedure on (B)(6) 2019. The fractured portion of the curette was not recovered. There were no other reported complications. The complainant indicated that the patient is doing fine.